Event description:
It was reported when using the pyxis medstation es system had a patient data issue not showing up at the station. The issue occurred when dispensing medications to users, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by user. A technical service engineer able to see the inactivity days on the patients were at a total of 6 and set to 5. The system functioned as intended after the technical service engineer gudied the customer.